Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and package label were returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or balloons. 4.5ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. The band was placed in its holder for 12-24 hours and 15ml of air was injected into it. After 12 hours, the air was removed from the band, and 14ml was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction a piece of foreign matter was found in the check valve. The foreign matter appears to be dried blood. The complaint cannot be confirmed for air leakage issues because the sample passed all leak testing, and the foreign matter in the check valve is not in a location that would cause a leak. It is likely the foreign matter entered the valve after use. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
E3: occupation: inventory the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band regular deflated while on a patient's wrist. The patient was not harmed as recovery nurses attended to the deflation. The reporter stated that the staff has been screwing the tr band syringe in as if it was a lure lock and possibly damaged the inflation port. There was no blood loss. Additional information was received on 03oct2023: the tr band was deflating after being placed on the patient. There was no harm or hematoma with this patient. The staff tested the device for patency, and it did not leak from the balloon in water, however, was leaking air from somewhere else. At a later date the terumo field clinical specialist inflated the balloon and it did not leak under water, however, the valve did bubble with 20 cc of air.